Manufacturer narrative:
The reported event of premature separation was not confirmed. The reported event of stretched helix was confirmed. Final analysis found the outer helix was stretched out of specification, and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. No further anomalies were detected.

Event description:
It was reported that during aveir leadless pacemaker (lp) system implant procedure, the atrial lp prematurely separated from the delivery catheter. Upon retrieval, it was found that the lp helix was stretched. The procedure was abandoned on 2 aug 2024. The patient was stable.